Event description:
The patient reported that he fell down on (B)(6) 2016 and broke his wrist. He also forgot to charge and was shaking. He charged for three hours on (B)(6) 2016 and was still shaking. He had not checked the implant with his programmer, but the recharger showed stimulation was off. He turned stimulation on and this resolved the issue. The patient noted that since implant he could not walk and run like he should. He now walked with a cane and his balance was off. He stated that something went wrong and he did not know what it was. If he fell down he could not get back up, but before implant he could get back up. He had minor essential tremors and he used to take primidone that could control 75%. He was told if he got the device he would get better results, but he wished he never would have got the surgery. The patient could not do much with his hand; he used to be able to build things around the house, but now he could not. He was getting worse and when walking he could not feel his feet. He mentioned that he had been reprogrammed. The patient's indication(s) for use were essential tremor and movement disorders.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot#: va0tdg6, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the issues began after an unrelated back operation. The patient reported getting a spinal tap, but the patient stated that never actually needed it. The patient was then going to get an MRI but it was reported that the patient had a lead issue, so they had a CT scan done instead. This was reported to have happened around (B)(6) 2016. No complications reported or further complications anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.